Event description:
Initial report: drill bit broke off and was left in the patient. The surgeon was contacted on 4/22/2003 for additional information. There was no patient injury and no complications as a result of the alleged failure. Surgery was not prolonged. The instrument has been discarded and will not be returned for investigation. Type of surgery performed was an anterior cervical. X-rays confirmed the piece was still in the patient.